Manufacturer narrative:
D4 & h4: unique device identifier, serial number and manufacturer date not available upon investigation of the actual device this incident, it was determined that the multiple patients not crossing over to meditech. A technical support specialist (tss) dialed into the server, ran the server downtime query and the received message query; both processing times were current. The tss confirmed that the carefusion coordination engine (cce) heartbeat was current as well, and verified the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a multiple patients order was not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.